Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported by the customer that "while surgeon was drilling a hole with a 4.2mm drill bit for a distal screw in a short gamma nail procedure the tip of the drill bit broke off inside the patient's femur. Unable to remove broken tip of drill bit. New drill bit was acquired and used to complete the procedure."

Manufacturer narrative:
Correction to d9(product available to stryker) and h6(component code grid). The reported event could not be confirmed since the affected device was not returned and no evidence was provided for evaluation. The batch record could not be reviewed because the affected device was not returned, and the lot number communicated was incorrect. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to confirm and determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the customer that "while surgeon was drilling a hole with a 4.2mm drill bit for a distal screw in a short gamma nail procedure the tip of the drill bit broke off inside the patients femur. Unable to remove broken tip of drill bit. New drill bit was acquired and used to complete the procedure.".